Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, while he was a passenger in a car with his friend, he experienced a hypoglycemic event and lost consciousness. Prior to his hypoglycemic event, patient recalls that cgm was reading 70 mg/dl. Without measuring his bg, patient ate a candy bar. Paramedics were called and patient¿s bg was measured at 17 mg/dl. Patient was transported to the hospital where he was monitored for a few hours until his bg rose to 200 mg/dl. Patient states that while at the hospital cgm was accurate and reading the same values as his rising bg. At the time of his call to dexcom technical support, patient reports that he was feeling well.